Event description:
The manufacturer received information alleging device noisy strange odor nasal/throat irritation particles in tubing/chamber difficulty breathing/short of breath lightheaded dizzy related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device noisy, strange odor, nasal/throat irritation, particles in tubing/chamber, headache, difficulty breathing/short of breath, lightheaded and, dizzy related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Section h6 corrected by adding clinical codes which were missed in initial report. Device name is corrected to 'bipap' which was incorrect in section b5 of initial report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device noisy, strange odor, nasal/throat irritation, particles in tubing/chamber, difficulty breathing/short of breath, lightheaded and, dizzy related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section a3 was corrected by capturing sex which was missed in initial report.